Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("went from light periods, regular tampons, to wearing 1 super-plus, having to change it every 45 min") and tooth fracture ("I've had 3 or 4 teeth that have cracked and crumbled."). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, menorrhagia and tooth fracture outcome was unknown. The reporter considered abdominal pain lower, menorrhagia and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("went from light periods, regular tampons, to wearing 1 super-plus, having to change it every 45 min") and tooth fracture ("I've had 3 or 4 teeth that have cracked and crumbled."). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, menorrhagia and tooth fracture outcome was unknown. The reporter considered abdominal pain lower, menorrhagia and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. New events menorrhagia and abdominal pain lower added. Essure removal information provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.